Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient stated her ipg was inoperable. The sjm representative met with the patient and confirmed the issue. Subsequently, the patient underwent surgical intervention on (B)(6) 2015, where the ipg was explanted and replaced. The patient reported effective therapy postoperative and the issue is now resolved. The event date and the patient's concomitant medical products information is unknown.